Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was not confirmed. During functional testing, a proxy guide wire was used to backload through the guide wire lumen to support the shaft. A proxy syringe filled with water was securely connected to a proxy stop cock with no anomalies noted. The proxy stop cock was then securely connected to the bdc hub with no anomalies noted. The plunger of the syringe was then pulled proximally to prep the bdc, when negative pressure was pulled, the bdc was successfully prepped with no anomalies noted. The device was soaked overnight. The device was then successfully prepped with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to confirm the reported leak during functional testing of the returned unit. It may be possible that there was a faulty connection with the syringe or inflation device, resulting in the continuous air bubbles during preparation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 5x40mm armada 35 balloon dilatation catheter (bdc), negative was pulled on the syringe resulting in lots of continuous air bubbles. A leak was suspected. There was no patient involvement and no clinically significant delay in the procedure. A new armada 35 bdc was used to successfully complete the procedure. No additional information was provided.